Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument had physical damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the physical damage was referring to a cable outside the pulley guide, the cable was partially broken. It was not a metallic or black cable; the reported defect was ¿tie rod out of the pulley¿ and was made of steel. There was no thermal damage or arcing observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting a physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire insulation damaged. There was no material missing, however the conductor wires were exposed. The instrument failed an electrical continuity test. Additional findings not reported by site: the instrument was found to have a broken conductor wire at the yaw pulley, at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The grips were manipulated while connected to the multimeter and the resistance was noted to fluctuate as the grips were being manipulated. This was a sign that the conductor wire is broken at the grip-crimp location. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of this issues are attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges the maryland bipolar forceps instrument had conductor wire damage and the conductor wire was exposed. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.